Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated about a month ago the ins was reprogrammed as they were not getting enough pain relief so now they had one program. Pt said however that they liked how the settings were before as they felt better before, so they wanted to go back to the old programming. The patient was redirected to their healthcare provider to further address the issue. Pt said that they would call hcp and make an appt. Additional information was received, it was reported had their settings changed. The patient worked with their clinic and had surgery to remove the loose screw in their hip.

Event description:
Additional information was received from the patient. Patient was asked to clarify the surgery to remove loose screw in their hip and whether this is due to device concern. Patient responded no device concern. Surgery is in left hip. Their medtronic device spinal cord stimulator is for their back pain.

Manufacturer narrative:
H1: after additional information was received and reviewed. It was determined to be not reportable. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.